Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia with blood glucose measuring >500 mg/dl with associated symptoms of large urinary ketones, dehydration, polyuria, polydipsia, nausea, vomiting and lethargy. The patient was reportedly treated with insulin via injection by a health care provider during a doctor's office visit. Troubleshooting by animas customer support revealed the patient was not able to prime the pump due to an occlusion issue. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an alleged occlusion issue that remained unresolved after troubleshooting by customer support.